Manufacturer narrative:
Correction: on initial MDR the FDA patient event code 2140 was an error. It should have been 2137 on the initial MDR. The product was not returned for analysis. The product investigation could not identify a root cause. Information provided shows the multifocal company lens was replaced with a monofocal lens. This may suggest that the replacement lens model was an improved choice for the patient's vision needs. Company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. At this point, no further information available at this time. Associated products were not provided. It is unknown if qualified products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. After lens implantation, the patient had three surgeons look at the lens and they all said that the lens was scratched.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after implantation of intraocular lens (iol), the patient had poor vision. The lens was explanted in a secondary procedure and replaced with a monofocal lens. The clinical reason for explant was dysphotopsia. Additional information was requested, but no further information is available.